Event description:
Hello on (B)(6) 2024 I inserted a dexcom g6 sensor but it peeled off due to the quality of the product. I attempted to fill out the companies webform for support but it does not work and gets stuck when entering the patient city. I contacted their chat support and chatted with ernesto from dexcom support but he did not process my information. I gave him the information he needed to pull up my account. He asked me unnecessary medical information such as other devices used and I did not feel comfortable giving that unnecessary information. He then refused to process my request. I then requested a manager but he deferred me to their telephone number. I then asked to be transferred to a manager in chat but he said that was not available. At this time, I will lose at least 7 days of medical monitoring due to this outcome.